Manufacturer narrative:
The evaluation noted that the reason for the revision reported was likely the result of both rotational mismatch between the femoral and tibial components in addition to continued instability and laxity of the knee.

Manufacturer narrative:
Pending evaluation .

Event description:
As reported, average sized (B)(6) y/o female with an unstable left knee. Surgeon proceeded with knee revision and identified the need to remove the existing tibial insert and replace it with a thicker version, so he went from a 15mm to a 17mm crc insert. All available information received at this time.